Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation and since the phenomenon was not reproduced, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus field service engineer performed an onsite repair by replacing the base and the video card. The customer's issue was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was causing a black screen with no image and no error message while using a evis exera iii bronchovideoscope. The endoscope functioned properly when used with a different light source. The issue was found during an unspecified procedure. The procedure was completed with a different light source. There were no reports of patient harm.